Event description:
A ventilator was returned to the MFR for service. There was no pt harm or injury reported.

Manufacturer narrative:
During the eval at the MFR's service center a failure related to the system board was observed. The device's system board was replaced to address the issue.